Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt device was reported to the used/implanted during this procedure.